Event description:
It was reported that bleeding was observed in a drain tube for pericardial effusion, and a thoracotomy was performed for hemostasis. The physician discovered erosion of the epicardial lead around the edge of the epicardial patch. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted.